Event description:
Detached tip found when eval completed. No other info was provided.

Event description:
Detached tip found when decontamination completed 2/9/01. Cracked hub on opti-flow catheter. Reported buy sales rep, faxed i.q. And sales rep angela mathews is filling out with the account, more info. To follow.